Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was inspected prior to use, and the customer noted that patient side cart targeting was not completed. The customer was able to clear error code 25003 by performing a system reboot; however, despite the system being recovered back to its optimal state to continue the procedure, the surgeon elected to convert the surgical procedure to traditional laparoscopic surgery. There was no patient injury or harm. The patient did not experience any post-operative complications due to the surgical procedure conversion.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the system had repeated recoverable errors 25003. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed repeated recoverable errors 25003 in the logs. The reported error was able to recover after performing a system power cycle. However, the surgeon elected to convert to open surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that integrated electrosurgical unit (iesu) is set to dual pad and correct fuse installed. The system was tested and verified as ready for use.